Manufacturer narrative:
H.6. Investigation summary: three loose 5ml syringes were received and evaluated. Two syringes each contained a lengthwise crack that extended the length of the barrel with one also having the bottom of the barrel broken off. One syringe had a lengthwise crack extending from the zero line to the 2ml marking. All three syringes had a reject-able amount of damage per product specification. The potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9274013 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one bd¿ syringe 5ml ll sp125 has been found experiencing inability to contain medication before use. The following has been provided by the initial reporter: it was reported that the inpatient pharmacy discovered 3 samples of cracked and broken 5ml syringes. Per email: our inpatient pharmacy has provided me with 3 samples of cracked/broken 5ml syringes. Lot# 9274013 huge risk of particles being inside the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 5ml ll sp125 has been found experiencing inability to contain medication before use. The following has been provided by the initial reporter: it was reported that the inpatient pharmacy discovered 3 samples of cracked and broken 5ml syringes. Per email: our inpatient pharmacy has provided me with 3 samples of cracked/broken 5ml syringes. Lot# 9274013 huge risk of particles being inside the syringe.